Event description:
It was reported that pump displayed repeated temperature alarms over several days while it was charging with tandem charging supplies and was not exposed to extreme temperatures. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to return pump and charging supplies, and replacement pump and charging equipment were arranged by technical support.